Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported rupture. The device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening on radius assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: ¿ crease flat and wear abrasion observed on the device.

Event description:
Healthcare provider reported rupture. The device has been explanted. This relates to the left side.